Manufacturer narrative:
Device expiration date: n/a. Investigation summary: a complaint history check was performed and this is the 2nd related complaint for clog on lot # 7340642. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a pen ndl 32g 4mm 90 CT had a needle clog during injection. The following was reported, "material no: 320883, batch no: 7340642. It was reported: that the needle clogged during injection administration. Verbatim: consumer reported needle clog during injection, stated that he does prime needles and does not re-use, problem occurred (B)(6) 2019. Lot # 7340642, product # 320883. Samples discarded, sending product voucher."